Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse via phone call that the customer passed away in car. The customer was hospitalized on (B)(6) 2021, due to death. The cause of death was hypoglycemia. The caller stated that the customer had hypoglycemia that may have led to the customer's passing. The customer¿s blood glucose was unknown mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump had been disconnected 01 day prior to passing. It was unknown if insulin pump will not be returned for analysis.